Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the isd2 pcb and the surge suppressor pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system "went down". No details provided. There was no report of patient injury.